Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "¿needle and thread separation has occurred in 3 units, so the hospital wants us to remove the 15 boxes from this batch that are unopened..." - lot number? -what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? -did the needle fall into the patient? If so, please provide the following information: -were x-rays taken to locate the needle? -was the needle piece removed from the patient during the same procedure? C. Does the needle remain in the patient¿s tissue? D. "What tissue structure is it located? Size of the needle retained e. Are any plans in place to remove the needle piece in future?" -if retained, what is the surgeon's opinion of consequences to the patient? - provide the source or name and title of external person providing answers to follow-up - please perform and document the follow up attempt for product return. It was reported that "¿ it is not the first time I make a complaint of this reference in this hospital...." - please confirm the number of patients affected by these issue? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. - what are the procedure name(s) and date(s)? - can you identify the lot numbers and product code of the product that was used? - what is the quantity involved per procedure? - were there patient consequences? If yes, please specify. - please provide the source or name and title of external person providing answers to follow-up.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2024 and suture was used. During the procedure, the needle and thread separated. Another like device was used. The procedure was successfully completed. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: it was reported that "needle and thread separation has occurred in 3 units, so the hospital wants us to remove the 15 boxes from this batch that are unopened.". Lot number? Ugbchrt0. What was being done when the needle pulled off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did the needle fall into the patient? No. Please perform and document the follow up attempt for product return? I don't know that information. Please confirm if the 15 boxes are available for product return. If yes, perform and document the follow up attempt for product return. The 15 boxes are not returned for analysis, only one open suture because although it has occurred in 3 sutures they only keep that one, the rest they threw in the trash, and the boxes are material from the same batch that they reject even if it is unopened because it is the same lot, I will not return it, only the one which has separated the needle and the thread. It was reported that "it is not the first time I make a complaint of this reference in this hospital.". Please confirm the number of patients affected by these issue? The other times reported in other complaints in my name and from the same hospital. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). All the information is in the complaint that I have made now ((B)(4)) and in the two previous that I put in the image ((B)(4)). All three have the same reference v9380h.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.